Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one month after implant the patient developed bacteremia and became septic. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.